Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not open, clicking and unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 in the main failed to open and required maintenance. A field service engineer (fse) found that the l rail support slider was damaged and broken. The fse replaced the damaged l slide drawer slide, rebooted the station, and tested successfully. The system functioned as intended after the field service engineer repaired the device.